Event description:
Cough up [cough] cough up the part that broke off - oral-b [foreign body in throat] product broke in mouth - oral-b [device breakage] case narrative: consumer via a ratings and review site reported that the oral-b toothbrush refill product broke in their mouth after three days of use and they had to cough up the part that broke off. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return